Event description:
Report rec'd of an independent rate change after a "low battery" alarm was rec'd and the device was plugged into a wall outlet. The pump was programmed to deliver nitroglycerin at a rate of 12ml/hr, volume not specified. While the pt was in transit from the ER to the intensive care unit, the pump sounded a constant alarm and a "low battery" message was displayed. Once the pt arrived in the intensive care unit, the pump was plugged into the wall outlet. The nurse heard the pump infusing and thought it "sounded fast". The nurse then observed the pump display and saw that the nitroglycerin was infusing at 500ml/hr and not the expected 12ml/hr. The nurse clamped the tubing and estimated that the pt rec'd approx 3 secs of the solution at the faster rate. The pump was changed. The pt did not experience any adverse effects. Though requested, no further info was available.